Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was provided for evaluation. However, the investigation window does not reflect the alleged device or the alleged issue. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.